Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump and changed the infusion set twice, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Further, the patient was transferred to the intensive care unit. She had high ketone level which her healthcare professional assessed as dangerous or life threatening. Also, the patient had heart stints and kidney affected but kidney got better. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Moreover, this similar issue occurred with six similar type of infusion sets, three occurred on (B)(6) 2023 and three in the last month. Moreover, the infusion had been used for four hours each and the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.